Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the alarm did occur after inserting a new battery. The customer reset the time and date. The customer did rewind the insulin pump. The insulin pump will not be returned for analysis.